Event description:
It was reported that the device battery did not last as long as expected. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported.

Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pump. The complaint of battery issue with related files could not be verified or duplicated. Physical condition of device revealed a cracked on lower left front corner of top case and right plunger case upon visually inspecting. Event log revealed : depleted & battery communication timeout alarms found. When testing was done unable to duplicate depleted battery as was within required specifications. Preventative action was taken to replace battery and interconnect board. Other repair maintenance that was replaced the damaged top and bottom cases and right plunger case. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. Returned power cord with the pump. Returned power cord and customers tracking device with the pump. Device reported passing all functional and delivery testing.

Event description:
Investigation results completed on a smiths medical device. Summary in h-10.